Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that she was walking into the bathroom when she suddenly lost consciousness. The patient¿s mother was with her. The patient¿s mother saw that the cgm value on the patient¿s tandem insulin pump was reading 113 mg/dl. No bg meter comparison reading was reported. Emergency medical services (ems) was called and when they arrived, the patient was transported to the hospital. The patient regained consciousness at the hospital but can not recall what medications had been provided to her. The patient was in the hospital for approximately two weeks, but she can not recall exact dates the patient stated the event occurred in ¿mid-april of 2023 and she was discharged ¿somewhere around the last week of (B)(6)2023¿. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.